Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty releasing the insulin from the syringe into the cartridge. A cartridge and syringe change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.